Manufacturer narrative:
The patient was also the initial reporter. Personal information was not entered.

Event description:
The customer stated he was not able to see all of his readings in the memory of the contour next link 2.4. He tests 4 times a day and several seemed to have been missing. No ae alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.